Event description:
The reprocessed ligasure 5mm blunt handpiece bent while in use preventing use of the device since the jaws would not open or close. Replacement ligasure functioned. Documentation states no clinical outcome or consequences.